Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the load process, the user removed the blue needle guard and the infusion set site detached from the infusion set body, after which the user replaced the infusion set and completed the load successfully; blood glucose at the time was 202 mg/dl and remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed user technique issues related to infusion set deployment or connector attachment. It was concluded that the event was attributable to user handling, and device function was restored with a new infusion set.